Event description:
It was noted that the femoral component had a marking on the tip of the anterior surface. The surgeon requested another component as he was concerned the surface was compromised.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.